Event description:
Customer reported via phone call that he experienced high blood glucose. Customer stated that blood glucose was 464 mg/dl an hour prior to calling and he treated with 40 insulin units and half an hour later with 12 units. Current reading was 231 mg/dl. Customer stated that his blood glucose goes high when he changed the set. He was advised to treat prior to changing the set. Customer also mentioned that when he hits the act button really fast, insulin gets delivered and he goes low. Customer stated he was going through the setting and might have changed something. He was assisted fixing the settings. He stated he would call back to troubleshoot as he was concerned because his blood glucose was dropping very fast.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.